Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the keypad on the patient¿s pump was sticking and intermittently unresponsive. The reporter denied damage to the keypad and unsure which /buttons are involved. The reporter denied trauma to the pump. Additional information was received on (B)(6) 2013 stating that the patient¿s blood glucose (bg) levels were from 40 to 400mg/dl with mild increased thirst and urination and occasion ketones for bg elevations and shaky and sweaty for low bg. The reporter stated that the elevated bg was treated with bolusing by the pump. The low bgs were treated with peanut butter crackers and juice. The reporter stated that the patient has had bent cannulas or site bleeds on occasion. The reporter stated that the patient¿s healthcare professional felt that the erratic bgs are related to the keypad sticking and patient not monitoring the bolus. This report is being made due to the alleged bg excursion the patient experienced due to an alleged button keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that all the buttons were intermittently unresponsive. Evaluation revealed that there was contamination found under all key contacts. There was a pinkish contrast on the display screen and the display was found to be scratched. A battery compartment crack was near the case seal.